Event description:
The patient was implanted with the manufacturer's clinical trial left ventricular assist device (lvad). It was reported by the hospital study coordinator that during a self-test operation, the power base unit (pbu) did not alarm and the pump stopped. The clinical engineers switched to backup pbu, performed a self-test and it did not alarm as well. The clinical engineers subsequently switched out the lvad pbu cable and realized that the lvad pbu cable was loose at the connection located on the back of the pbu. Upon connection of new lvad pbu cable to the pbu, a self-test was performed and the pbu alarmed with no further issues.

Manufacturer narrative:
The pbu and pbu cable will be tested by the hospital clinical engineers. If a problem is found, then the manufacturer will conduct further evaluation. The patient remains ongoing on lvad support. No further information is available at this time.